Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] . [Serial (B)(6). D9: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient experienced several adverse events including perforation of the right ventricle, cardiac arrest, cardiac tamponade, pericardial effusion, and respiratory arrest. Venous access was obtained via the femoral vein, and diagnostic tools such as contrast, right ventricular angiogram, echocardiogram, and periocardiocentesis were used. Additional measures included intubation, blood transfusion, and monitoring with an arterial line. Surgical intervention was required, including the repair of the right ventricular lead and removal of the micra av implantable pulse generator. The device was explanted without replacement. The patient was alive with injury following these events.